Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2020, product type catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 13-sep-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving gablofen (2000mcg/ml at 96mcg/day) via intrathecal infusion pump for intractable spasticity and stroke. It was reported that the patient presented to the ER because it appeared the pump was visible through an erosion in the skin, also described as a skin ulcer. The patient was admitted and wean from intrathecal baclofen. A visual inspection was performed as part of troubleshooting. The cause of the skin erosion was not known. The pump and catheter were explanted without issue. The system has not been replaced but will be in the future. The issue was resolved. The patient¿s status was alive with no injuries. No further complications were reported or anticipated.